Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was protruding through the skin, and the patient pulled it out the rest of the way. An adhesion issue was suspected. The icm is expected to be returned. No patient complications have been reported as a result of this event.